Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
A manufacturer representative reported that, while in a spinal fusion the imaging system stopped midway through a 3d image acquisition. A second image acquisition was performed with resolution. There was no reported impact on patient outcome. No additional information was provided.